Manufacturer narrative:
A review of the technical service onsite histoy showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with erosions with irregular epithelium, photophobia and bumps on the eye two weeks following photo refractive keratectomy. Additional information requested.